Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement straight suction shipped to site. No parts have been received by manufacturer for analysis. -11/19/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic ent representative received a report on 02-nov-2015 from a site that, while in an ear, nose & throat (ent) procedure on (B)(6) 2015, the site had difficulty verifying two straight suctions using a stingray patient tracker. The surgeon verified the suction, however, alleged it appeared inaccurate when tracking. The surgeon was near the end of the procedure and opted to continue, with the knowledge of the alleged inaccuracy. Delay in therapy was 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.patient weight not provided by site.a medtronic field rep clarified that one straight suction did not verify with a 2.1 distance to divot. The other one passed with 1.7 distance to divot. Only the suspect device was returned. The rep did not have the lot number of the device. This device was not returned to the manufacturer for evaluation.